Event description:
It was reported that stimulation was too high and being felt in the abdomen. Last week the stimulation was adjusted, right lead turned off due to an unknown issue. Two leads at c2, c3 and two at l5, s1. Left one was working but the ¿right side electrodes are not doing right¿ so it was turned off. This issue has been ongoing since (B)(6). The company representative confirmed that they were able to reprogram the patient to get better stimulation for the patient¿s pain pattern. Upon interrogation contact eight was out of range. The device was able to be programmed around that to give the patient effective stimulation. Contact eight is not currently being used. All other contacts are within normal limits and working well. An x-ray confirmed the same lead placement from procedure; placement is stable and in good position. The patient is getting effective therapy. The company representative has not heard from the patient since. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-56, lot# v796065, implanted: 2012-(B)(6), product type: lead. Product ID: 3887-33, lot# v799457, implanted: 2012-(B)(6), product type: lead. Product ID: 3708220, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 3708260, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).